Event description:
During shift assessment it was noted that the patient's minute volume was less than 1 and his heart rate was trending downward. The ballard suction tube was attached to the ett and was lodged to the ett hub. The hub was successfully withdrawn from the suction tube using hemostats. There was a noted crack at the base of the ett hub. The patient was resuscitated and stabilized.